Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer " patient receiving infusion via elastomeric in the community. Patient shirt was wet the following morning with white powder residue, which indicates leakage of the medication. Patient reported to cancer centre and line was assessed by nurse. No leakage noted. Central line assessed and within normal limits with no concerns. No leaking noted when line being flushed. The first night the leak was under the tegaderm on patient's chest. The second night the 2 x 2 gauze pad was saturated which was placed around the clamp on the huber needle line set. This suggested that the leak could have possibly come from that point on the huber needle line. No injury occurred to the patient but had a risk for potential injury, as well as hazardous cytotoxic exposure while patient in the community. Additional information received 01/10/2023: it was reported that device was secured with tegaderm and adhesive steri-strips. No other information was provided.

Event description:
It was reported by the customer " patient receiving infusion via elastomeric in the community. Patient shirt was wet the following morning with white powder residue, which indicates leakage of the medication. Patient reported to cancer centre and line was assessed by nurse. No leakage noted. Central line assessed and within normal limits with no concerns. No leaking noted when line being flushed. The first night the leak was under the tegaderm on patient's chest. The second night the 2 x 2 gauze pad was saturated which was placed around the clamp on the huber needle line set. This suggested that the leak could have possibly come from that point on the huber needle line. No injury occurred to the patient but had a risk for potential injury, as well as hazardous cytotoxic exposure while patient in the community. Additional information rcvd (B)(6)2023 it was reported that device was secured with tegaderm and adhesive steri-strips. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. Usage residues were observed and the safety mechanism was engaged. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. No product deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11